Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the causes of the phenomena indicated could not be presumed due to the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head coupling was detached, and shows error 315 cracked in electrical connector (el connector). The issue was found during preparation for use for a laparoscopic appendectomy therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.